Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: additional observations: ¿ crease is observed. ¿ white particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported left side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Un-reporting, due to no complaint received.